Event description:
Rec'd letter from atty representing allstate alleging that a fire occurred at the cline address. They allege the origin and cause was an 8 yr old pride offboard battery charger from a 12 year old jazzy elite.

Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.